Event description:
On (B)(6) 2011, customer informed tomotherapy of an event that they are reporting to the state of (B)(6). They are reporting an error in which the wrong pt site was treated that resulted from pt misalignment, due to therapist failure to properly reposition the pt after a treatment interruption. Tomotherapy's investigation revealed that following a system interruption, the user did not follow instructions contained in the user documentation. Specifically, the proper steps to create a completion procedure following a system interruption were not followed (i.e. Using ready and setup buttons to initiate this process). As a result, the couch did not move to the correct starting point for the completion procedure, leading to the wrong area of the pt be treated. The user acknowledged this was user error and was not the result of a system malfunction.

Manufacturer narrative:
Tomotherapy reviewed the hi-art system logs and confirmed that there were no system anomalies that occurred during treatment of the pt.